Event description:
It was reported that during an unk procedure, there were 2 devices used. The devices would not fire when the trigger was advanced and they jammed. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary- the analysis results found that one el5ml device 9 (a) was returned with the advancer broken off. The instrument was cycled and it short fed the remaining clips due to the advancer condition, in addition the orange indicator did not show up completely. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned with jaws disengaged from the cam, with the shaft damaged and with the retainer disengaged. No functional test was performed due to the condition of the device. No conclusion could be reached as to what may have cause the found damage. We have documented to circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.